Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for an unrelated operation, device interrogation revealed the patient received inappropriate shock therapy due to oversensing. The device therapy was not turned off for the operation. The device was found to have no issues as tachy therapy was turned back on and in clinic testing found normal measurements. The patient condition is recovering.